Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the infusion set tubing was kinked. The infuison set was used for around 3-4 days. Patient first went to emergency room and was subsequently hospitalized on (B)(6) 2024. The patient was admitted to the intensive care unit. Patient's highest blood glucose related to the incident was 845 mg/dl. The event also led to injury of hematoma in patient's big toe. The suspected cause of the high blood glucose was reported to be invalid transmitter ID issue. Patient also had ketones. The patient was treated with IV and fluids of saline and insulin. No further information available.